Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was moderately calcified and 90% stenosed. The lesion was predilated with a 2.0x12mm sc balloon dilatation catheter. The 4.0x18mm xience prime stent system was advanced to the lesion and the stent implanted without issue. Post dilatation was performed with a 4.0x12mm nc balloon dilatation catheter, then a distal edge dissection was noted. A 3.5x15mm xience prime stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.